Event description:
Information was received indicating that a smiths cadd-legacy® 1 pump was malfunctioning. The pump displayed and alarm without any information whether there was a message with the alarm. The patient confirmed that it was not due to the cassette not being secure or the line being clamped. The patient used a backup pump to resume therapy as infusion was life sustaining. There was no reported injury to the patient.

Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis. The reported issue was verified and repaired. The down stream sensor was replaced, and the device passed all the functional testing.